Manufacturer narrative:
The reported complaint of the driveshaft of the autopulse platform (sn (B)(6) was found to be stuck and not returning to the home position was not confirmed during functional testing and archive review. No device malfunction was observed during the testing, and the autopulse platform functioned appropriately and as intended. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error. The reported complaint was not reproduced during the functional testing. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. Waiting for customer approval for repair.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the demonstration performed by the zoll clinical deployment team at the customer site, the driveshaft of the autopulse platform (sn (B)(6) was found to be stuck. Per the reporter, the driveshaft was noted as not returning to the home position even after the lifeband was replaced and was moved side to side to verify if it was installed properly. No patient involvement.